Event description:
It was reported that when the device was used during an open lung procedure, it would not open unless the device was straightened. A reload was used to complete the case. It was also necessary to oversew the suture line and to use peri strips. There was further lung tissue removed and an extended or time of about 30 minutes.